Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. There was no condensation on the lcd glass. The pump had cracked corner display window, cracked battery tube threads, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 202 mg/dl at the time of incident. The customer stated that she went for a run and it was cold where she was. She stated that there was condensation on the screen but there were no alarms. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.